Event description:
The customer reported a (B)(6) architect syphilis tp result on a (B)(6) male patient. Results provided: sid (B)(6) = (B)(6), tppa is (B)(6), different sample = (B)(6). Historical abbott result = (B)(6) with tpaa also (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for (B)(6) results tested with the architect syphilis tp assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. A review of complaints for architect syphilis tp reagent lot 28248be01 identified normal complaint activity and there are no trends for the product related to patient results. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect syphilis tp reagent lot 28248be01 was identified. This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-41.